Event description:
Additional information was received from the patient. It was reported the leads were removed/replaced with a percutaneous lead.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2015, explanted: on (B)(6) 2023, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2015, explanted: on (B)(6) 2023, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2015, explanted: on (B)(6) 2023, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2015, explanted: on (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) called with pt present and explained seeing settings not available on both the clinician tablet and pt programmer. Mdt rep reports that pt previously had electrodes 4 and 5 not working. Technical services (tss) reviewed oor information. The rep checked electrodes in use for program a which patient has used ~50% of the time and reports that electrode 5 was selected. Rep switched to electrodes 3, 7, and 8 and was able to increase amplitude to effectiveness for the patient. Rep moved to group b which he reports pt uses the other 50% of the time, and reports using electrode 5 as well. Rep reprogrammed with electrodes 6 and 7 and was able to increase amplitude to 13.3 before receiving oor message. Rep reports impedance value of 760 on electrode 7 with reference electrode 6. Tss reviewed oor information. Rep reports he will continue reprogramming without using electrodes 4 and 5. It was noted that no revision has been scheduled at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain indications. The rep reported patient getting desired settings not available (oor). Impedance check showed electrodes 4 at 36200 ohms and electrode 5 at greater than 40k ohms. Patient programmed on electrode 3+ and 6- @360usec, 80hz. Rep was able to increase stimulation to 8.6ma before getting oor, and it being uncomfortable stimulation. Technical services(ts) suggested adding another electrode if appropriate to allow stimulation to go higher. Patient felt stimulation at appropriate level at around 7.5 ma. Patient reported getting oor since a fall on a mountain bike about 2 weeks ago. Per (B)(4), electrode 5 was a know issue. Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information was received from a rep on 2022-oct-11. The rep reported that effective therapy could not be established with the high impedances and patient (pt) is having increased pain. The cause of the high impedances and oor was not determined. Troubleshooting was performed on (B)(6) 2022 and (B)(6) 2022 to attempt to use the electrodes that were next to the affected electrodes. The patient plans to be evaluated for a lead revision. Weight will not be reported.